Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported the pre-loaded intraocular lens (iol) device was defective, not implanted, and there was no patient contact. Through follow-up, additional information was received clarifying after injecting the iol the optic was bent. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 18-jun-2021 section h-3: device evaluated by manufacturer: yes device evaluation: product was received in its original packaging with directions for use (dfu), patient notification card, patient identification card, and labels. Upon evaluation of the device the plunger was in advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material can be observed in the cartridge. The lens got stuck at the cartridge tip. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Production order data shows that there were no deviations on process contributing to the reported issue. Historical data analysis: a search revealed that no additional complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.